Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported on a clinical study form that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, then one day later the device was repositioned. The reason for the repositioning was not provided. Technical services reviewed the available device data and confirmed a successful induction was performed on the implant date, and again the following day. The captured s-ecgs showed consistent amplitudes and morphologies before and after the revision, and the shock impedance measurements were within normal range for both delivered shocks. A request was made for the hospital to provide additional information about why the intervention was performed. No adverse patient effects were reported.